Event description:
Dexcom g6 sensor inaccuracy: 6:49 am g6 reading 125, finger stick reading is 62. That is a mard of 101.6%.

Event description:
Additional information received for report on 05/06/2024 for report: mw5154496. Dexcom g6 sensor inaccuracy: 6:49 am g6 reading 125, finger stick reading is 62. That is a mard of 101.6%.

Event description:
Additional information received for report mw5154496 on 05/06/2024. Dexcom g6 sensor inaccuracy: 3:29 pm g6 reading 115, finger stick reading is 93. That is a mard of 23.7%, which is outside of the allowed 20% range. Dexcom g6 sensor inaccuracy: 7:02 am g6 reading 219, finger stick reading is 169. That is a mard of 29.6%, which is outside of the allowed 20% range.